Manufacturer narrative:
(B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2026. The device was used on a severely calcified chronic coronary occlusion. During the first circular movement, the tip of the , the tip of the turnpike microcatheter broke, preventing its removal and releasing a portion of the device into the patient's body (this fragment was not retrieved). The patient was reported as fine poet the procedure."

Event description:
It was reported that: incident occurred on (B)(6) 2026. The device was used on a severely calcified chronic coronary occlusion. During the first circular movement, the tip of the , the tip of the turnpike microcatheter broke, preventing its removal and releasing a portion of the device into the patient's body (this fragment was not retrieved). The patient was reported as fine poet the procedure."

Manufacturer narrative:
Qn# (B)(4). The customer report of the turnpike tip separating was confirmed by investigation of the returned device. The customer returned one turnpike catheter and its associated pouch for investigation. Signs of use were observed in the form of blood particulates. Visual analysis revealed damage at the tip and minor kinking along the shaft. Additional information indicated that the catheter was used in a severely calcified chronic coronary occlusion. The condition of the patient is fine. A device history record review was performed, and no relevant findings were identified. The damage seen is consistent with overtorqueing the device however, the customer stated the device was only turned once. Based on the customer report and returned device, the probable cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.